Manufacturer narrative:
Concomitant product(s), was updated from magnesium list 07d70-20 to the correct magnesium list 03p68-21.

Manufacturer narrative:
A review of the architect c4000 serial (B)(4) abbottlink logs found no relevant messages in the history log and quality control results were within specifications. The architect c4000 serial (B)(4) service history includes several instances of inconsistent high magnesium results which were investigated by abbott. Instrument related troubleshooting has included log analysis, performing maintenance and replacing, cleaning and adjusting various parts. No adverse trends were identified in a review of ticket trending data for the magnesium assay. A review of architect c4000 tracking and trending data in the product monitoring review revealed no systemic issues or adverse trends associated with magnesium results. The architect c4000 erratic result rate is within acceptable limits with no trends identified. The architect system operations manual provide information with regard to specimen handling, maintenance, and troubleshooting the reported issue including numerous probable causes and corrective actions. A specific cause for the intermittent magnesium fliers has not been identified. The recurrent issue has been addressed with troubleshooting provided in the architect system operations manual, customer service and support and field service. The architect c4000 analyzer is performing acceptably.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete. Evaluation in process.

Event description:
The account generated a falsely depressed magnesium of 0.3225 mmol/l on sample ID (B)(6) that also generated magnesium of 0.8029, 0.8787, 0.7890 mmol/l on the architect c4000. No specific patient information was provided. No impact to patient management was reported.